Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019; (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient had a fall on (B)(6) 2019. Since the fall, patient's back has started getting sore. Patient couldn't figure out where the soreness was from, and stated that she thought she pulled a muscle. Last night (B)(6), patient couldn't hardly move because she was getting shocks. The patient noted that every moment she takes it shocks her. Patient was getting panic attacks from being shocked. Patient was walked through turning the ins off successfully while on the phone. The patient noted that she was currently on group a (mobile) when she initially connected the patient programmer with the ins. Patient called back later and stated that she is getting shocked again and wanted to know if the ins got turned on, somehow. Patient was asked to get the pp out to check therapy status. The patient synced properly and reported she didn't see the lightning bolt. It was reviewed the therapy is off. Patient was asked to follow up with an hcp, if it is medically necessary, then she should consider following-up with a ER or hsp. No further complications were reported/anticipated.